Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 325 mg/dl. The customer's husband stated that he will call back to perform troubleshooting because she did not have time to do it at the time of the report. Nothing further was reported.